Event description:
A facility reported the cannula detached from the syringe during use in a surgical procedure. It was reported there was no patient harm associated with this event.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation. Additional information was requested on 06/30/2008 by phone, mail and fax. Additional information was received on 07/24/2008. A completed questionnaire has not been received.